Manufacturer narrative:
Device evaluation: follow up report submitted to document device evaluation results. Correction: it was determined after receiving further clarification from the customer and the log files from the device, this event for this product was not a reportable event per cfr 21, part 803. This supplemental is being filed to identify an MDR was not required for this event. The bilateral tmj implants were explanted in (B)(6) 2025, due to an mrsa biofilm infection following tissue dehiscence and implant exposure; the implants were stable, and the medical expert concluded the infection was secondary to exposure and not caused by the device (see communication log).

Event description:
No new information.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the left joint is infected and a subsequent replacement will be necessary.